Manufacturer narrative:
The unit had an intermittent up and down button response due to a corroded keypad. During testing, there was no button error alarm and no moisture damage inside the device. The unit had a minor scratched display window, a cracked case at the display window corners, a cracked reservoir tube lip, and a cracked belt clip slot. (B)(4).

Event description:
The customer called in to report a button error alarm and that the device was exposed to moisture. The customer's blood glucose level was 133 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.